Manufacturer narrative:
As per medical safety assessment the event and its severity are known and labeled per rmr 113-1 rev. A, and the nerve integrity monitor nim 3.0, m988679a001 a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right parotidectomy with facial nerve monitor nim was not giving an audio tone when dissecting tissue around the parotid gland and trying to stimulate a nerve. The probe was also not giving back a tone when trying to locate the nerve and surrounding tissue of the parotid. The nurse said that there was nerve damage to the facial nerve on the patient and was giving a weak signal. Severity of the nerve damage was unknown. A stimulus probe was opened and plugged up to the console. Surgeon usually does not use probe that much, but relies on the other electrodes to "pick up" and sound alerts. The probe was used and did work once during the procedure while attempting to troubleshoot. Probe was not saved as we determined it was working fine. 6 electrodes were used. The two in the orbicularis, 2 around the corner of the mouth, and the other two for grounding on the right shoulder. Approximately 2-3 hours after the completion of the procedure, surgeon updated that the patient was experiencing "facial nerve weaknes s." At the end of the day at approximately 2:00 pm, the crna in the room reported that the surgeon had updated her on the patient, and that he thought the injury would actually improve, and may have been due to the 1% lidocaine injection administered during the procedure. The procedure was completed with another nerve monitor. There was less than one hour of surgical delay. Patient was alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.